Event description:
Boston scientific received information that this device and right ventricular (rv) lead exhibited high out of range shock lead impedance measurements. All other measurements were normal. No interventions were taken. The device and rv lead remain implanted and in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.